Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The device had not met specifications. The product was not used for patient treatment. Visual evaluation of the returned sample noted two unopened and one opened, uriplan leg bag. Visual inspection of the samples noted black staining on the side of each of the packaging. The sample tubing was evaluated and there was no mold or staining present inside the tubing. This was out of specification per inspection procedure, which states, "product /assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm2 or 1/16¿ in length per tappi dirt estimation chart (maximum 3 particles per side or surface). A potential root cause could be defective / contaminated components from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the patient opened the new box of ten leg bags to start using them and found that the each bag had mold on both the outside of package which got inside to the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient opened the new box of ten leg bags to start using them and found that each bag had mold on both the outer sides of the package, which got inside into the tubing.